Manufacturer narrative:
Unit received with blank display, therefore unable to confirm unexpected battery power loss. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device is consuming batteries quickly. Customer received both replace battery alert now followed by low battery alarm within less than eight hours. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 6.4 mmol/l. No further details or information available. The device will be returned for analysis.